Event description:
(B)(6) study. It was reported that moderate aortic regurgitation (ar) with moderate paravalvular leakage (pvl) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter in accordance with the dfu (directions for use) and deployment into a more accurate position within the aortic annulus. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. Post procedure/discharge transthoracic echocardiogram revealed mean aortic pressure gradient of 16 mmhg, ejection fraction of 65% and mild aortic regurgitation. 202 days post index procedure, 6-month follow-up echo data was reviewed. The data revealed moderate aortic regurgitation and moderate paravalvular leakage. Aortic valve area was noted to be 1.4 cm^2, mean aortic pressure gradient was 10.5 mm hg and left ventricular ejection fraction was 65%. Moderate mitral, tricuspid and pulmonic regurgitation was seen. Leaflet calcification and mobility were normal.